Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In june 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain lower ("left lower quadrant"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and abdominal pain lower was resolving and the menstrual disorder, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: all injuries and/or complications that patient allege resulted from her use of the essure device. Decrease of pain shortly after essure removal. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : the reporter and patient information updated. The event abnormal bleeding(vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain added as events. On (B)(6) 2018: medical record received- new reporters added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in an adult female patient who had essure (batch no. 852003) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included ovarian cyst, endometriosis, multigravida and parity 4. Concomitant products included paracetamol (acetaminophen), topiramate (topamax) and trazodone. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), anxiety disorder ("anxiety disorder") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain lower ("left lower quadrant"). The patient was treated with clonazepam, paroxetine and surgery (hysterectomy with bilateral salpingo-oophorectomy on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and abdominal pain lower was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, anxiety disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, anxiety disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: all injuries and/or complications that patient allege resulted from her use of the essure device. Decrease of pain shortly after essure removal. Discrepancy in removal date: (B)(6)2015. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, abdominal pain lower, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in an adult female patient who had essure (batch no. 852003) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included ovarian cyst, endometriosis, multigravida and parity 4. Concomitant products included paracetamol (acetaminophen), topiramate (topamax) and trazodone. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), anxiety disorder ("anxiety disorder") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain lower ("left lower quadrant"). The patient was treated with clonazepam, paroxetine and surgery (hysterectomy with bilateral salpingo-oophorectomy on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and abdominal pain lower was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, anxiety disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, anxiety disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: all injuries and/or complications that patient allege resulted from her use of the essure device. Decrease of pain shortly after essure removal. Discrepancy in removal date: (B)(6)2015. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, abdominal pain lower, pelvic pain. Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs and mr received: reporters were added. Lot number was added. Removal date was updated. Events: depression, mental anguish, anxiety disorder were added. Concomitant drugs were added. Concomitant conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included paracetamol (acetaminophen). In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), menorrhagia ("abnormal bleeding (vaginal)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("left lower quadrant"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and abdominal pain lower was resolving and the menstrual disorder, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: all injuries and/or complications that patient allege resulted from her use of the essure device. Decrease of pain shortly after essure removal. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received- new event she did not undergo essure confirmation test, concomitant medication, height were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.